Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead were removed from service due to oversensing. The oversensing was atrributed to the patient's boat motor. There was no asystole greater than two seconds reported. No additional adverse patient effects were reported.